Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to perform the self-test, error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Also, we were unable to verify operating currents and motor error alarm due to blank display. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.